Manufacturer narrative:
Review of this file indicates that the icl was exchanged due to hyperopia post-icl implantation. Target refraction seq = +0.06 and post-op refraction seq = +1.50. The vault was 150% which is ideal with no other symptoms, but since an exchange for power was being performed, the surgeon opted to exchange the size as well. Icl implanted was -12.5d and exchanged for -11.0d. This indicates that the surgeon believes that the pre-op refraction was incorrect or she would not have changed the power to be implanted. The most likely root cause of this event is an unstable or incorrect pre-op refraction. (B)(4).

Manufacturer narrative:
(B)(4). The visual inspection of the lens showed the lens was returned in liquid and there was no visible damage observed. A lens work order search was performed and there were no similar complaints found. (B)(4).

Event description:
The surgeon inserted a micl 13.2 implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2012 due to excessive vault. There was a hyperopic surprise with this lens. The lens was exchanged for a shorter length lens. Additional information was requested but not yet received. If any additional information is received a supplemental medwatch form will be submitted.